Event description:
It was reported that the healthcare professional had noticed through latitude an undersensed beat on the presenting egm of the atrial channel. Boston scientific technical services recommended to evaluate device integrity through presential follow-up and if everything looks good, the healthcare professional can decide to adjust atrial sensitivity on this cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that technical services was asked to analyze latitude data regarding undersensing of atrial activity. Technical services recommended troubleshooting options on the atrium channel because it is possible that there is loss of capture. No adverse patient effects were reported. This device remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.